Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer found that drawer 6 was not detected on the bus and that the drawer rails had failed, causing the drawer to be pulled out too far. The fse identified physical damage to the retractor band and the pyxis module controller. The fse replaced the drawer rails, retractor band, and pyxis module controller board, and verified proper operation by testing in the medication application. The system functioned as intended after the field service engineer repaired the device.